Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. Cause of bg level was not known. Customer consumed carbohydrates to address bg and went to the emergency room (ER). Treatment received in ER was not provided. Customer was discharged the same day with the issue resolved and no permanent damage.